Manufacturer narrative:
On 3/12/2020, mentor reviewed a photograph of the complaint device. Upon visual inspection of a black and white copy of the image, the implant was observed to be ruptured. However, the photographic copy does not provide enough evidence to determine root cause. Hands-on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient scheduled the revision due to wanting larger implants. The rupture was discovered intraoperatively. Concomitant medical products: 600cc mentor memorygel breast implant (catalog number 3506004bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with 600cc mentor memorygel breast implants. During a revision procedure on (B)(6) 2019 in which both implants were going to be removed and replaced by larger devices, the surgeon discovered that the right-sided device was ruptured. The procedure proceeded as planned and the patient replaced with unspecified mentor gel breast implants.